Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient had to seek medical attention because of this issue. Patient went to the hospital and the pod was removed. They saw that the cannula was no longer in the skin. They treated the patient with insulin to lower the bg levels. Patient was discharged after 11 hours and 24 minutes.